Event description:
It was reported by hospital via sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately four (4) years due to severe regurgitation that appears to be perivalvular. The operative report indicates, " aortic valve was exposed...there was some clot over the leaflets and over the annular tissue. There was initially no obvious perivalvular leak, but I was eventually able to find a hole under the right coronary cusp. There was some tissue buildup in the commissure between the left and non coronary cusps, but I could not find a discrete perforation or perivalvular leak at this location. [The valve was explanted and replaced] with no noted complications. Patient was stable." Note that the patient has another edwards valve implanted in the mitral position which remains implanted.

Manufacturer narrative:
Method: x-ray. As received, probable cause for the reported perivalvular regurgitation could not be confirmed by visual observation. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 4mm on the outflow aspect. Thickened and swollen tissue was observed on all three leaflets at commissure 2 and 3. Hematoma was also observed on leaflets 2 and 3. Thrombi was observed on the outflow aspect of all three leaflets. The x-ray demonstrated no visible calcification, no visible damage to wireform. Report of an aortic valve explant after four years of implant due to perivalvular leak. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Edwards will continue to review and monitor all events.